Event description:
It was reported that revision was performed due to periprosthetic infection of the left knee. Three components were explanted.

Manufacturer narrative:
Results of investigation: it was reported that revision was performed due to periprosthetic infection of the left knee. Three components were explanted. The affected genesis ii articular insert, genesis ii tibial baseplate and genesis ii non-modular cr femoral component, used in treatment, were not returned for evaluation. Therefore, a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported event could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.